Manufacturer narrative:
The customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient was coughing and moving their hand while propofol was infusing in the or. The anesthesiologist noticed the tubing connection was cracked. No patient harm was reported.